Event description:
It was reported that the pt experienced oversedation, decreased heart rate, and decreased blood pressure following a refill. The rate of baclofen was decreased to almost half the daily rate (daily dose was not provided). It was not known if the procedure caused the events. The pt was in the hospital prior to the refill for bedsores and was still hospitalized; the pump refill was routine. The hcp indicated that the pump may have been turned off for a short time; it was unk what the current dosing was. The pt was reported to be "doing fine".

Manufacturer narrative:
.